Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and during performing self-test hardware low level failures alarm. The customer was not able to passed the self-test. The customer¿s blood glucose was 163 mg/dl at the time of incident. The customer also state that they were able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures or software error detected alarms noted during testing however, the downloaded history files confirmed software error detected alarm (line number 3508 file number 26) due to a software error (B)(4) and hardware low level failures alarm (variable 3) confirmed in the downloaded history file along with audio anomalies due to broken pin 6 (sda) trace at u1 on the keypad assembly.